Event description:
It was reported that the patient was in chronic atrial fibrillation and svt episodes were diagnosed as ventricular tachycardia. The patient received atp therapy and two high voltage shocks. It was determined that the morphology discriminator was not working well for this patient, but the majority of episodes were correctly diagnosed. It was recommended to optimize the treatment of the atrial fibrillation with medication, and then perform programming changes if necessary. The device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.